Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue ot monitor and trend related events.

Event description:
It was reported that the product was used by the doctor for a gall bladder removing. Surgeon complained it was misfiring and not loading correctly.

Event description:
It was reported that the product was used by the doctor for a gall bladder removing. Surgeon complained it was misfiring and not loading correctly.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73d1900710 was manufactured on 04/30/2019 a total of 288 pieces. Lot was released on 05/08/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. A clip with a broken hook was partially loaded incorrectly. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed, and the trigger cycle was completed. The next clip was out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The next clip was unable to properly load. The sample was disassembled to inspect the internal components. The ratchet ears were broken during decontamination. The yoke was broken at the pin position. The clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 10 clips remaining including the partially loaded clip, indicating that 5 clips were fired by the end user. A CAPA has been opened to further investigate the clip stacking issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. One device was returned with 10 clips remaining, including the partially loaded clip, indicating that 5 clips were fired by the end user. Upon functional inspection, the next clip was unable to properly load. The sample was disassembled, and it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.